Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced coupling and/or communication issues. The pt had not used the stimulation since (B)(6) 2010. An overdischarge of the neurostimulator was suspected. At the time of the most recent reprogramming, only one-half of the system could be used, as the wire had "pulled out." A x-ray was performed, with no further details provided. The wires subsequently "pulled out" again. No pt symptoms or injury were reported. No info was provided related to the pt's outcome. Additional info has been requested, but not available as of the date of this report. A f/u report will be filed if additional info becomes available.